Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the battery was not linking and they had surgery to resolve the issue on (B)(6). No further information was reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported there was poor communication on the patient programmer and a replacement was ordered for patient. When patient received the new patient programmer they were still getting poor communication. They were unable to sync with and without the antenna. They didn't think the replacement programmer worked. Also they couldn't see their programs. They were trickling and reported a return of their leaking symptom starting the wednesday or thursday prior to this report. Patient has made an appointment with their healthcare professional (hcp) for the upcoming friday, so patient was advised to have the hcp assess the status of their ins. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va0rrac, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported the issue was not with the patient programmer (pp), it was the battery and the leads. Patient reported it was set on 7 v, so it wore the battery dead. Patient confirmed battery depletion was normal. Patient also reported that when they went in to remove the battery, they checked it with the manufacturer representative (rep)¿s machine and none of the leads were working. Patient indicated they will be having a whole new system implanted next wednesday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the hcp was unable to obtain telemetry with the clinician programmer and the patient programmer (pp) didn't work either. They were going to try using a different environment to rule out an environmental issue and, if that didn't work, they were going to replace the ins. No further complications were reported.